Event description:
It was reported that there was a leakage issue with the infusion set. There was patient involvement, with no patient harm.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.